Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they've only had the ins for one year and was told it would last for five or more. During the call, it was reviewed that ins depletion is based on settings and reviewed high settings were reportedly used by the initial reported. Caller noted that the healthcare provider's (hcp) office who called in earlier did not allege abnormal battery depletion. No patient symptoms were reported and no further complications have been reported as a result of this event.